Event description:
It was reported that the pump history was missing information. Customer's blood glucose was not impacted. Reportedly, the customer had an alternate pump available for insulin therapy.